Manufacturer narrative:
Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, pump unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was 18.0mmol/l at the time of the incident. It was reported that the insulin pump had a missing part from the reservoir. It was reported that the customer did not know how the damage occurred as the insulin pump was neither dropped nor bumped. The insulin pump was returned for analysis.